Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low blood glucose and the pump was possible overdelivering. Also, the customer reported the leak on the infusion set. The customer reported a blood glucose value of 50 mg/dl. The customer reported hypoglycemia was treated with the glucose/carb intake, an emergency medical service, and assisted/self-treatment of severe glycemic excursion (major severity). The event involved products mmt-7040a, mmt-332a, mmt-242a, and mmt-1884. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. Mmt-332a, mmt-242a, and mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08655 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025 to (B)(6) 2026. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the related svn#: (B)(4) event date of 27-sep-2025. There was no data available to verify pump error(s)/alarm(s) noted 2 days from the related svn#: (B)(4) event date of 27-sep-2025 in the formatted history file. On the primary svn#: (B)(4) event date of 18-jan-2026 and related svn#: (B)(4) event date of 15-jan-2026, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 18-jan-2026 and related svn#: (B)(4) event date of 15-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 2 days from the related svn#: (B)(4) event date of 15-jan-2026 and 1 week from the primary svn#: (B)(4) event date of 18-jan-2026, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2026 00:53:00.000, (B)(6) 2026 21:18:00.000, (B)(6) 2026 07:17:00.000, (B)(6) 2026 07:27:00.000, (B)(6) 2026 08:38:00.000, (B)(6) 2026 08:48:00.000, (B)(6) 2026 04:38:00.000, (B)(6) 2026 04:48:00.000. Lostsensor2alert (781) was found on: (B)(6) 2026 01:14:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. However, slight corrosion was found on the battery tube assembly noted. Force sensor zero offset within specification (23.33 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a minor scratched lcd window, a overlay scratched, a cracked keypad overlay, a keypad overlay peeling, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for possible over delivery anomaly and pump/transmitter communication anomaly were not confirmed. Retainer ring damage (a cracked retainer) was confirmed. During visual inspection, slight corrosion was found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.